Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(4), batch: 7024769. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 206495.

Event description:
It was reported that a paraplegic patient with diminished sensation fell asleep while using an electric blanket. The patient suffered a severe burn over the spinal cord stimulation ipg site. The patient underwent a procedure where the ipg site was opened and the physician found that the paddle lead was also contaminated as it was situated in fat necrosis. Therefore, the paddle lead was cut and the lead tails were explanted along with the ipg. The patient also underwent wound debridement and a skin graft procedure. Post-operatively the patient is in stable condition. The physician assessed the burn was caused by the electric blanket and not the ipg.

Event description:
It was reported that a paraplegic patient with diminished sensation fell asleep while using an electric blanket. The patient suffered a severe burn over the spinal cord stimulation ipg site. The patient underwent a procedure where the ipg site was opened and the physician found that the paddle lead was also contaminated as it was situated in fat necrosis. Therefore, the paddle lead was cut and the lead tails were explanted along with the ipg. The patient also underwent wound debridement and a skin graft procedure. Post-operatively the patient is in stable condition. The physician assessed the burn was caused by the electric blanket and not the ipg.

Manufacturer narrative:
Device analysis: the returned scs-paddle lead model sc-8352-70 serial number (B)(6) was analyzed and found that the lead was cleanly cut after the distal end and the distal end was not returned. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. It was confirmed that the device met specifications prior to shipping. With all the available information, boston scientific concludes the reported event was confirmed based on the physician's assessment and concluded to be an unintended use error that contributed to the event.